Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an occlusion alarm event on (B)(6) 2026, as the infusion set cannula was bent. The infusion set has been in use for one day. The hyperglycemia persisted for more than four hours and was treated by the pump.